Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result for 1 patient tested on a cobas 8000 e 602 module. The initial ft3 iii result was 1.56 pmol/l. The same sample was tested on (B)(6) 2018 and an ft3 iii result of 7.10 pmol/l was obtained. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The ft3 iii reagent lot was 27794501 with an expiration date of 30-sep-2018. Calibration and internal qc results were acceptable. The customer found what appears to be either an alignment of sensor issue related to the sample probe. The sample probe appears to be touching the gel in the sample tubes. The investigation is currently ongoing.

Manufacturer narrative:
Review of the analyzer's alarm history showed multiple sample aspiration alarms on the day of event along with multiple alarms on the days prior to the event. A field engineering specialist found a cable that was loose on a sample probe. He also changed the measuring cell, sipper tubing, sipper nozzles, pinch tubing, and a reagent probe. He found pinch tubing that was split. He replaced the damaged tubing. He performed performance and precision testing with acceptable results. The customer has confirmed that there have been no further issues.